Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. The reported field event of inappropriate shock was confirmed. Final analysis found the device acted appropriately according to programmed parameters and the patients intrinsic rhythm. The reported event of extended charge time was confirmed. Final analysis found the cause was determined to be low battery voltage. Battery depletion was seen to be normal. Overall, the device was seen to be normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the hospital with palpitations and possible inappropriate shock. It was noted that the patient was non-compliant. Upon interrogation, it was revealed that the implantable cardioverter defibrillator had exhibited the elective replacement indicator in (B)(6) of 2018 and had reached end of service on (B)(6) 2019. It was also noted that the device exhibited a capacitor charge time limit alert. One episode of inappropriate shock therapy was noted. Multiple episodes of shock therapy were aborted due the patient's atrial fibrillation. The device was explanted and replaced. The patient was in stable condition.